Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold testing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
While onsite performing a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the unit failed the fill manifold leak test. The fse found that the check valve 9cv1 was loose and tightened the fitting, reran the leak test 3 times with no further failures. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
While onsite performing a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the unit failed the fill manifold leak test. The fse found that the check valve 9cv1 was loose and tightened the fitting, reran the leak test 3 times with no further failures. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold testing. There was no patient involvement, and no adverse event reported.

Event description:
N/a.